Event description:
It was reported that upon device interrogation, the last pacing lead impedance, sensing, and capture measurements were from several days prior to interrogation. There were no measurements displayed from the past day. It was recommended to bring the pt in for device image retrieval and further investigation.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.